Manufacturer narrative:
(B) (4). Evaluation summary: guide wire separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued typically requires the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. In this case, it was reported that the lesion was long and heavily calcified which may have contributed to the guide wire becoming trapped. It was also reported that the guide wire was jailed behind a stent, which was most likely the main contributor of the guide wire becoming trapped. With the guide wire in a trapped state, any additional attempts to remove the guide wire would have exceeded the design limits causing the separation as reported. The distal 30 cm was reported to be missing and it is possible that guide wire was jailed at this location. The guide wire was not returned which may have aided in evaluation. Note that instructions for use (IFU) warns: consider that if a secondary wire is placed in the bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Furthermore, the IFU also states: do not push, auger, withdraw or torque a guide wire that meets resistance, failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. In this case, the removal of the guide wire through surgical procedure and the subsequent hospitalization appear to be the result of the wire separation. In order to ensure that guide wire separation does not occur as a result of a product deficiency, manufacturing performs a non destructive pull test on each wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. Although eh wire was not returned, based on the case description, the cause of the incident and subsequent pt effects may be related to case circumstances. There is no indication of a product quality deficiency.

Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: surgical removal of separated guide wire. Onset of adverse event: during the procedure. It was reported that the target lesion was a long segment of disease in the right coronary artery (rca) , which was heavily calcified. Two gude wires were placed to be able to deliver the balloons and the stent delivery system into the distal rca. The bmw guide wire became jailed behind the stent after deployment in the distal rca; subsequently, the guide wire was unable to be removed. While attempting to remove the guide wire, it separated leaving approximately 30cm in the pt's anatomy. The jailed guide wire was seen on fluoroscopy extending from the rca, through the ascending aorta and ending in the distal thoracic aorta. The pt is hemodynamically stable, and transferred to (B) (6) hospital. Coronary surgery was done to remove the trapped guide wire, and 3 bypass grafts attached. The pt had a prolonged course in (B) (6), and returned to (B) (6) hospital in (B) (6) 2010 and then discharged to intermediate care. No additional information is available.